Manufacturer narrative:
A partial lead measuring 4.8 cm from the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2016 due to oversensing. No further information is available at this time.